Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set had experienced no flow. This occurred with an antibiotic drug. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.